Event description:
A report received from the USA stated the device experiencing a "hole/cut in hose" issue and is being returned for service. It is known that the device was not used in surgery. It is unknown if pt or user injury was reported. The date of the event is unk. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).